Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a check up. During the check, the patient received an inappropriate shock from the implantable cardioverter defibrillator system. Further investigation found that the right ventricular lead was sensing both the p and r wave and a lead dislodgement was suspected. No further information was available.